Event description:
The physician reported that probe has no suction before vitrectomy surgery. The surgery was completed on the same day. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One probe was received with a tip protector, in a tray with other items. The probe sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle, orange/brown foreign material on the mort face and clear foreign material and fibers on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The sample was unable to be tested for aspiration due to the actuation failure. The probe sample was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The adhesive bond filet was non-conforming and no adhesive was present on the inner cutter. Gouge marks and wear marks were observed at one location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The aspiration function of the probe could not be tested due to the actuation failure. Therefore the reported suction issue was unable to be confirmed. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed associated with the inner cutter detachment. Investigations have also been completed in relation to the related non-conformance's identified within the non-conformance review. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).